Event description:
It was reported that the patient was experiencing pain and an x-ray determined that the superion indirect decompression spacer had migrated. The patient underwent an explant procedure and was doing fine postoperatively. The device was discarded by the surgical technician.